Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) lead, and right ventricular (rv) lead exhibited undersensing. The ra lead also exhibited increased thresholds, oversensing, and out of range pace impedance measurements with arm movement. Boston scientific technical services (ts) reviewed device data and recommended additional lead evaluation and suggested programming options. The device was reprogrammed to vvi. No adverse patient effects were reported.